Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a program alarm anomaly and motor error alarm. The customer stated, he was attempting to enter his blood glucose when the act button became unresponsive and the alarms occurred. Customer's blood glucose was 107 mg/dl. The customer was advised that the program alarm anomaly alarm may be caused by static. Customer also stated that his display did not return. Customer was advised to revert to back-up plan. No additional information provided.